Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the insulin pump did not receive low battery alert and it shut down. Customer's blood glucose level was unknown at the time of incident. Customer stated that the plastic side of the reservoir side had crack. Customer stated that the reservoir lip ring was not damaged. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. Device received with cracked case at the reservoir tube window corners and cracked reservoir tube window. (B)(4).